Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicates that the insulin pump alarmed multiple error alarms. The customer was assisted with troubleshooting but the issue was not resolved. The product will return for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 130 alarm during testing. The motor was tested outside of the device and passed. Pump error 63 alarm confirmed in the device history and during self test due to broken trace.